Event description:
It was reported that the xience v device did not cross the moderately calcified, eccentric lesion in the mid left anterior descending for this patient. The patient was treated satisfactorily with a 2.25 x 23 xience. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. The cause of the failure to cross was not due to interaction with another device, but due to the anatomy of the patient. No other issues were reported for this procedure. There were no patient effects. Additional information was not provided. This event is being reported based on the returned product analysis which revealed a dislodged stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned 2.25 x 18 mm xience nano stent delivery system (sds) noted blood in the guide wire lumen and contrast in the inflation lumen, which is consistent with preparation and suggests a guide wire had been advanced into the lumen. The tip length met manufacturing criteria. There were multiple kinks through out the entire length of the hypotube, the proximal end of the balloon was wrinkled and there were stretched struts in the distal and proximal ends of the stent implant. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately calcified, which likely contributed to the failure to cross. It was noted that the stent implant was dislodged from the balloon and was returned on the shaft at the guide wire exit notch. Additional information was requested and received from the account stating that they did not remember the stent coming off while in the body or after the case and that it must have come off while packaging it for return to the company. There were crimp marks visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent implant outer diameters were measured and found to be oversized, which did not meet manufacturing criteria. It is possible that positive pressure may have been applied to the system at some point, causing the balloon to slightly expand, partially deploying the stent. This would cause the stent outer diameters to be out of specification and the stent to dislodge onto the shaft during the attempt to cross or as a result of handling during packing for shipment back to abbott vascular for analysis. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. There is no indication of a lot specific product quality deficiency. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter during manufacturing. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.